Manufacturer narrative:
The pt remains ongoing the lvad support and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that while the pt was at home and in the process of exchanging the batteries, no alarms occurred while connected to the black power lead; however, a red heart alarm with continous intermittent beeps occurred while connected to the white power lead. The pt switched to tethered support (power module) and received a "replace system controller" message. After exchanging the system controller, a "replace system controller" message occurred again. A review of the historical log file data at the hospital revealed "pump off" events and low speed operation at 8,000 rpm. The pt had reportedly experienced a syncope episode at home. While the pt was in the hospital, the pump stoppages were not reproducible with manipulation of the external portion of the percutaneous lead or with the pt's upper body movement. The alarms have reportedly not recurred since the system controllers were exchanged.